Event description:
Customer obtained a non-reactive result for anti-hbc with corzyme. The result was reported. This specimen was repeated and a reactive result was obtained. The customer then performed duplicate retests on the specimen. The retests were reactive with values near the cutoff. A corrected result of repeat reactive was reported. No blood products were transfused.

Event description:
Customer obtained a non-reactive result with corzyme. The result was reported. This specimen was repeated and a reactive result was obtained. The customer then performed duplicate retests on the specimen. The retests were reactive with values near the cutoff. A corrected result of repeat reactive was reported. No blood products were transfused.

Manufacturer narrative:
Customer did not return kit, sample was evaluated with file kit of the same lot. Add'l studies demonstrate that improper placement of coverseals is a contributing factor to increased od values for the corzyme assay and may have contributed to this event. In addition, the device history of the coverseal lots used by the site were reviewed and met all requirements for this commodity. This is the final report.

Event description:
Customer obtained a non-reactive result for anti-hbc with corzyme. This result was not reported. The customer repeated the sample and obtained a reactive result. The customer then performed duplicate retests on the specimen. The retests were reactive. The result was reported as repeat reactive.